Event description:
The lay user/pharmacist contacted lifescan (lfs) france in 2007 and alleged that the meter would not power on. One day earlier, the patient's daughter woke up at 5:00 a.m. And she went to check on her mother and found her unconscious. She called the patient's home health nurse who advised her to call emergency services. She called emergency services and a physician arrived 15 minutes later. A blood glucose test was performed with the physician's meter and the result was 20 mg/dl. The patient was given a glucose injection and her blood glucose was rechecked. The result was still low (reporter does not know the result), so the physician gave a second glucose injection and continued to check the blood glucose. As the blood glucose was still low after the first two glucose injections, the physician gave the patient a third glucose injection. After the third glucose injection, the blood glucose level was back to normal. At approximately 6:00 a.m. The blood glucose result on the physician's meter was about 100 mg/dl. The patient began to regain consciousness, but she was not coherent (she could not recognize her daughter). The physician left at 6:15 a.m. The patient was conscious and coherent at 8:00 a.m. The patient did not attempt to use the reported meter on the day of the incident because the meter was not turning on. The last time the patient was able to test was one month earlier. The reporter does not know what is the sliding scale because it is the nurse who gives and adapts the insulin according to meter results. The reporter knows that since ten days earlier, the nurse raised the lantus every 2 days (+ 2 units) because the blood glucose was still high. The patient had been receiving 18 units a day while the meter was working. When the meter stopped working, the nurse continued to give her 18 units of lantus per day. According to the reported, the patient did eat dinner as usual the night before the event and had taken 18 units of lantus. This complaint is being reported as the patient alleges she was unable to test on her device, but continued to receive insulin at doses that had been adjusted based on recently obtained blood glucose results. During this time, the patient claims she suffered a hypoglycemic event, which required medical intervention. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.